Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No unexpected external flash crc error alarm noted during testing. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external flash crc error. Customer's blood glucose at time of incident was 190 mg/dl. The customer stated that she received the alarm. The alarm was explained to the customer and advised to clear the alarm. The customer was asked how many times did the alarm occurred and she said twice. The customer was advised the insulin pump will need to be replaced.